Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer pressed all buttons until they received reactions. The customer changed the battery but the issue persisted. The customer reported that the keypad in the middle lost quality. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.